Event description:
It was reported that the pump display became detached from the pump itself rendering it unresponsive. There was no adverse impact to the customer's blood glucose level. A replacement pump was sent.